Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an investigation of the device is completed, a follow-up/final report will be submitted. D11: z.s.g.m. Cutter 1.5:1 ratio caution: sharp; part #: 00-7703-015-00; serial #: (B)(4). Z.s.g.m. Cutter 2:1 ratio caution: sharp; part #: 00-7703-020-00; serial #: (B)(4).

Event description:
It was reported that there was an incomplete mesh. The event occurred while using the device on previously recovered cadaver skin. Therefore, there is no patient involvement and therefore no harm or delay in any surgical procedure. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections have been updated: b4, d4, d10, g4, g7, h2, h3, h4, h6, h10. Product review of the skin graft mesher (B)(6) by dover on 18 may 2020 revealed that the 1:5:10 and 2:1 cutter failed due to an incomplete cut. The test cut passed. Repair of the device was performed by dover on 18 may 2020 which included replacement of the following: gear, spring pin, cap nuts the device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.